Event description:
It was reported thatthe stockert rf generator changed settings to manual mode without intervention and to a time of 50 seconds. The temperature and power indicator spiked to very high numbers. No patient consequences resulted.